Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was received in good condition, no physical damage was found on the pump. The reported problem confirmed. The device shows error code 42226 after power up. It was unknown what caused the problem. The mainboard will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump has error 42226. The device gave an alarm during the annual maintenance. No patient involvement.